Manufacturer narrative:
The fse will be implementing the fco at the customer site. (B)(4).

Event description:
The customer reported that when trying to discharge the sector, the ix would restart. There was no patient incident.